Manufacturer narrative:
The cause of the event is a broken glass qc vial. The process for transfer of a control material into an empty dimension vista vial is for the customer to manually perform the pipetting. The customer then uses the print bar code function and procedure on the vista to label the vial so the vista can read it. This is an isolated incident. The cause of the vial breakage is unknown. No further investigation is required.

Event description:
An operator was cut on a broken glass vial when transferring control material into an empty dimension vista qc vial. The operator was treated for the cut. The cut was cleaned and covered with a band aid. The operator received a precautionary gamma globulin shot. The operator returned to work the same day. There was no report of adverse health consequences as a result of the precautionary gamma globulin treatment.